Event description:
It was reported that this lead was opened but not used as it was "broken." No patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, the visual inspection noted that the helix was over-retracted and that the distal conductor was distorted and fractured within the connector.